Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. There was report of confirmatory testing through pcr tests. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: after speaking with the customer they did state they have seen the ver 256082 test kits they are running come back as negative and then when they send them out the pcr test result comes back as positive.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. There was report of confirmatory testing through pcr tests. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: after speaking with the customer they did state they have seen the ver 256082 test kits they are running come back as negative and then when they send them out the pcr test result comes back as positive.

Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against false negative. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.